Event description:
It was reported that the device leaked medication before it was given to the patient. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: received for investigation eleven presentation boxes of hypodermic needle 4234 lot # 4107235. The product used at the time of the complaint was not returned. Visual inspection of the provided samples did not reveal any defects or anomalies. All returned needles and needle-pro devices were found to be assembled within the packages prior to opening. To evaluate the returned products for leakage they were tested accordingly to the combo leak test. Prior to testing, the needle-pro was tightened to the syringe and needle to the pro, using a push and a slight twist and the caps manually removed. Leakage past the plunger was observed among twenty-one products, thus complaint confirmation. Root cause was not determined. The syringe is a supplied item which is purchased as a complete assembled product (syringe barrel, plunger, and plunger tip rubber). The complaint information has previously been shared with the manufacturer and a snn was issued to them. ICU has not purchased this assembly since 2022. At this time, no further actions will be taken. Complaint information will continue to be monitored for any new information and further actions taken accordingly.